Manufacturer narrative:
There are no requirements from the customer to canon regarding the event about perforation of the vessel on (B)(6).

Event description:
In a spain hospital on (B)(6) 2023 the customer stated the image degraded and lost definition in the contour of the vessel. The grain increased exponentially. The contrast degraded greatly as the magnifying glass was used each time. The roadmap was not good enough to carry out the procedure to the point where this loss of image quality results in a perforation of the vessel, this takes the patient to the ICU, so the procedure not only cannot be carried out but rather results in a clinical problem greater than when the patient arrived.